Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the following from the evaluation of the device by ocg; bending section cracked at three location. Bending section was bent at the cracks. Since angulation worked, a-wire was not broken. The reported event appeared to be caused by the bending section broke in bent shape and the broken parts of the bending section interfered with each other. The exact cause of bending section breakage could not be conclusively determined, however there is possibility that this event was caused by incorrect customer's handling from the following information; -the instruction manual provides preventive measures against the bending section breakage, however here is possibility that this case have deviated from the instruction manual. Forced insertion of the device into the kidney or ureter with the bent distal end damages the bending section. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for the repair. The evaluation of the device by (B)(4) confirmed the following; the reported event appeared to be caused by by incorrect customer's handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) and found that the bending section kept angulated due to the broken a-wire. The bending section could be bent by manipulating the lever, but couldn't be straighten completely. Olympus also identified that the metal part inside the bending section was exposed. There was no report of patient injury associated with this event.